Event description:
The fse reported a leak from the left side of the coulter lh 780 hematology analyzer while at the customer's site. The fse reported that approximately 200 ml of fluid leaked and was not contained within the instrument. The operator was wearing personal protective equipment consisting of gloves, a laboratory coat, and protective glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) traced the leak to the needle bellows and discovered a blocked bellows waste drain. The fse removed the obstruction from the waste drain to resolve the leak. The fse also found a bent aspiration needle and the probe wipe assembly needed cleaning. The fse replaced the aspiration needle, and removed and cleaned the probe wipe assembly as preventative maintenance. The fse reported two additional leaks at pinch valves vl88 and vl61 due to worn tubing while performing visual check. The fse replaced both tubing at pinch valves vl88 and vl61 to resolve the leaks. Results: the failure mode for the first leak is due to a blocked needle bellows waste drain. The fse also found a bent needle and two additional leaks. Failure mode of the two additional leaks are attributed to the worn tubing at pinch valves vl88 and vl61. Beckman coulter internal identifier for this report is (B)(4).